Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that she saw her doctor, who at that time ordered her to apply cold compresses to her skin. She also stated that she saw her wound ostomy continence nurse who ordered her to use powder and informed her that she was cutting the opening to large. The end user stated that she cleanses her skin with water; dries the area; apply stomahesive powder and then uses the protective barrier wipes or that she crust with water. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk possibilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user reported that she developed red denuded skin around stoma approximately one (1) year ago.